Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the cath lab. Upon setup of the intra-aortic balloon pump (iabp), the iabp had arterial pressures on the screen prior to attaching the transducer or fiber optic. As a result, the iabp was replaced with a different iabp successfully. There was a delay or interruption in therapy that caused no harm to the patient. Medical/surgical intervention was not required. There was no reported death, serious injury or patient complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "iabp shows arterial pressures on the screen prior to attaching the transducer or fiber optic" is not confirmed. The root cause of the complaint is undetermined the pump was checked by the hospital biomed and the issue could not be duplicated. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. This issue will be monitored for any developing trends. Please refer to MDR #: 1219856-2017-00200 and (B)(4).

Event description:
It was reported that the event occurred in the cath lab. Upon setup of the intra-aortic balloon pump (iabp), the iabp had arterial pressures on the screen prior to attaching the transducer or fiber optic. As a result, the iabp was replaced with a different iabp successfully. There was a delay or interruption in therapy that caused no harm to the patient. Medical/surgical intervention was not required. There was no reported death, serious injury or patient complications.